Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 47 mg/dl, 125 mg/dl, and 67 mg/dl. Customer was given some sugar. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in france. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6).